Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) needing to start therapy over but couldn?t get the door open. The hp then stated she spilled the fluid in her patient line while trying to connect. The hp wanted to start over with a new setup. The technical service representative (tsr) had the hp close all the clamps cycle the power and removed the cassette at load the set. The hp would start over with a new cassette and bags. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for leak due to use error was confirmed because the home patient (hp) stated they spilled the fluid in the patient line while trying to connect to the homechoice (hc) and wanted to start over with a new setup. Since it cannot be determined why the home patient (hp) spilled the fluid in the patient line while trying to connect to the homechoice (hc), the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.